Event description:
During a planned maintenance visit, ohmeda svc rep noted output of vaporizer was not within spec. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.